Event description:
Additional information was recevied on (B)(6) 2024: the procedure performed was an arterial angiography procedure, using a 6fr sheath. The user had difficulty inserting the locator into the hub. The user was not successfully inserting and locking the locator in the hub. No information regarding the locator separation after mating or if it was loose.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to add additional information to section b5 and to provide the completed investigation results. The actual device has been returned for evaluation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The alleged malfunction and failure can be confirmed for a sheath and locator connection issue with likely root cause stemming from the manufacturing process. Without a sample, the exact root cause cannot be determined. CAPA investigations have been opened to further investigate the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal sheath and dilator would not click in place. Patient is in stable condition. No blood loss reported. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information 19 sep 2023: hemostasis was achieved by manual compression.